Event description:
A malfunction with the code malf 9 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer by providing information on how to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.